Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the transmitter and the pump. The customer reported that pump was exposed to fluid in reservoir compartment and motor no longer rewinds or advances. The customer reported a reservoir leak at 2nd o rings. The customer reported a blood glucose value of 387 mg/dl, and the current blood glucose value was 243 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection, discontinued use of the insulin delivery system, and self-treated a severe glycemic excursion. The customer has blood glucose been high greater than 4 hours. The event involved product(s) mmt-332a, mmt-7040a, mmt-1884, mmt-442ag, and mmt-7841zn. Troubleshooting was performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was active at the time of the event. Troubleshooting was not performed for the loss of communication. Troubleshooting was performed for the fluid in pump, and the fluid is present in reservoir compartment. Troubleshooting was performed for the reservoir leak, and the customer does not have transfer guard. Troubleshooting was performed for the infusion set leaks customer reported an infusion set leak at the site. No further patient complications were reported. No product return is required for mmt-332a, mmt-7040a,mmt-442ag, and mmt-7841zn. The customer was instructed to discontinue device use. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This is 2 of 3 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.